Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. Testing found that the batteries could not hold a charge and the charger enclosure was not operating as designed. To restore functionality, the charger and batteries were replaced. The imaging system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system low battery red light indicator illuminated when the interface (umbilical) cable was disconnected. There was no patient present when this issue was identified.